Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc could not review the manufacturing history record (DHR) because the lot number was unknown, but normally, products that meet the shipping standards are shipped from the factory. Based upon the information from oekg, omsc considered that the reported phenomenon was attributed to the followings. A) the strong chemical stress was applied to the subject device. B) the strong physical stress was applied due to such as forcibly attaching and detaching parts. The deterioration of the glue due to the combination chemical stress during reprocessing such as a) and b) and the mechanical stress during assembly.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to oekg. Oekg checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the lever with the stopper was missing. The date of event is unknown. There was no report of patient injury associated with the event.